Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing.

Event description:
It was reported that a ventilator had an inoperative display. The ventilator was not in use on a patient at the time the malfunction occurred.